Manufacturer narrative:
The t:slim x2 pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently not delivering insulin to the customer, causing the customer's blood glucose (bg) level to become elevated. A review of pump data by tandem customer technical support (cts) indicated that the customer neglected to charge the pump regularly, allowing the pump battery to deplete completely which led to intermittent pump shutdowns. The appropriate low battery notifications were observed in pump data prior to the pump shutdowns. Additionally, pump data showed that the customer did not resume insulin delivery immediately following the shutdown events, therefore time elapsed with no insulin delivery via the pump due to discharged battery. Multiple contact attempts were made by cts to obtain further information regarding the customer's bg level and to provide education regarding regular charging; however, the customer did not respond.